Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.

Event description:
Additional information reported stated that the patients cause of death was congestive heart failure and atherosclerotic coronary artery disease.